Event description:
In (B)(6) 2013, the pump therapy was helping, but the patient was still in pain. The health care providers were still working to address dosing and also suggested using tens therapy to address the pain. The device system was delivering dilaudid. Additional information was received on the date of this report and it was reported that telemetry confirmed a critical pump alarm was occurring; the alarm was due to zero ml reservoir volume reached. They were not planning to refill the pump. They were planning to remove it in the near future. It was reported that the patient had had ¿multiple issues¿ including ¿a couple of infections¿ since the pump was implanted. It was also reported that the pump seemed like it was working for a couple of months following implant, but then it ¿started leaking¿ and the patient had overdose symptoms. The patient also mentioned that there may have been a pocket fill. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).